Event description:
(B)(4). Severe abdominal pain and cramping, heavy bleeding, unpredictable cycles, teeth issues ever since device. Pain with intercourse ever since implant. Problems remembering things, headaches, muscle and back pains, swollen gut!!